Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in the clinic with episodes of non-sustained oversensing due to post-paced t-wave oversensing issue on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was admitted to the hospital for chronic heart failure and was discharged the follow day. Patient was stable.